Event description:
It was reported to target that during a gdc case the gdc coil unravelled in the catheter. The physician ended up removing everything. This procedural outcome had no impact on the patient's health.